Event description:
On (B)(6)-2009, stryker biotech learned of an adverse event in the literature (moghaddam, arash et al, clinical application of bmp-7 in long bone non-unions. Arch orthop trauma surg, doi 10.1007/s00402-009-0982-x). According to the author, "postoperative complications did not occur...however, a prolonged swelling of the implantation area, especially in the distal tibia, was apparent, yet did not lead to a revision in any [patient]". The author also stated "postoperative swelling and redness 10-days after implanting bmp 7 is quite usual". No pt demographics were provided. Further info has been requested.